Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago.

Event description:
It was reported that spinal cord stimulation (scs) patient experienced difficulty charging. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) has been replaced and did well postoperatively. The ipg will not be returned as the patient retained the device.